Event description:
Upon servicing of monitor sn (B)(4) for an unrelated nonconformance, extensive corrosion on the monitor's ca board. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (corrosion) has been confirmed. Upon evaluation the monitor would power up through the rear response button was stuck on active and download of the patient's flag files revealed abnormal shutdown flags, pulse current faults, and sd card faults. The cause for the malfunction of the response button and the fault flags was extensive corrosion on the monitor's ca board. The root cause of the corrosion could not be positively identified, but is likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient received a replacement monitor.